Event description:
It was reported that during a laparoscopic-assisted vaginal hysterectomy, the surgeon stated the instrument fired successfully. However, the staple line was grossly misformed. Some staples only had one leg that formed while other staples looked curled. It was the sales rep's observation that perhaps the anvil did not close in line and when fired some staples did not intersect properly with the forming anvil head. There was no pt consequence. One device is being returned.